Event description:
It was reported that prior to a breast biopsy procedure the system gave an error message. Troubleshooting was performed and it was decided to send the device back for service and evaluation. The biopsy procedure could not be performed; therefore, the patient was rescheduled.